Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that toward the end of a diagnostic procedure, the patient sustained an injury and was transferred to the hospital for surgical intervention. It was reported that the patient underwent a bowel resection due to a perforation in the sigmoid. No further information was provided. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, but no further information was provided. .